Manufacturer narrative:
Balt USA reference#: (B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number: f210900630 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "during the aneurysm embolization procedure located in the anterior communicating artery, in which there was a coaxial system with benchmark and a headway 17 microcatheter, aneurysm catheterization was performed. The coil optima 3mm x 8cm complex device is advanced, which advances normally through the microcatheter hub, the hypotube containing the container is removed, the coil continues to be advanced, then the two coil loops are released without inconvenience. However, in the third loop a "click" is felt when the coil is pushed after which it is fully released, with the proximal portion of the coil in the left anterior cerebral artery and left internal carotid artery. After this, there is no possibility of anterograde or retrograde coil movement, so it is decided to place an "lvis" stent trying to exclude the coil device from circulation." Incident report form submitted to balt indicated that no patient injury was sustained.